Event description:
It was reported that this right atrial (ra) lead was fractured and had anomaly with the insulation. Also, this ra lead exhibited pacing impedance out of range with value exceeding 3000 ohms and has switched from bipolar to unipolar. Since then, the atrial tachy response (atr) has been activating frequently and future settings were being considered. To date, this lead remains in service. No adverse patient effects were reported.